Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had a date and time issue. It is unknown if there was a patient, or clinician injury associated with this occurrence.